Event description:
The customer stated the device indicates a lead fault error code. No patient harm. A secondary finding during service activities was that the device would disarm when the 2-joule energy selection button is pressed.

Manufacturer narrative:
MFR's evaluation summary: the device is an automatic external defibrillator and the actual device involved was evaluated. The primary complaint was confirmed and caused by an ic (integrated circuit) chip (result code) on the preamp circuit board no longer outputting the appropriate signal. The secondary findings was due to a transistor (result code) on the defib circuit board not sending an output signal when the energy level button was pressed. Replacement of the circuit boards resolved the issue. Upon completion of the repairs, the device passed release testing, and was returned to the customer.